Event description:
It was reported that a volume discrepancy occurred. The expected residual volume (erv) was 2.4ml and the actual residual volume (arv) was 9ml. The cause of the discrepancy was unknown; however, a gear binding or catheter issue was suspected because there were no alarms. The logs appeared normal. A catheter dye study and a rotor study had not been done but were planned. The patient was alive with no injury at the time of the report. The patient experienced flu-like symptoms, increased spasticity, and underdose symptoms. The patient had some itching in (B)(6) and some chills. It was noted the patient did not have a fever. The location of the symptoms was unknown. The pump was infusing compounded baclofen. It was later reported that the patient was doing okay and was going to be on oral baclofen until the dye study or a pump/catheter revision. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) had been getting back more than they expected at refills. The logs were normal and the patient was being managed on oral baclofen. It was believed a dye study was scheduled for (B)(6) 2015. It was noted they had been having problems with the pump. Investigation of the pump had been ongoing over the past few years, and they were not able to find anything. The pump would occasionally overdose the patient and was not working as it used to. Roller and dye studies, checking the patency, and performing a nuclear study were performed, but the results were normal. Three patients had been mentioned, which included this patient, {refer to manufacturer report # 3007566237-2015-01222 and 3004209178-2015-08613 regarding the other two patients}, so it was unclear if this particular patient had these exact tests performed. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 85 90-9, lot# n461082, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).